Event description:
Per the clinic, the patient is experiencing limited benefit from device due to 16 open circuits. Explant and reimplantation is planned but has not taken place at the time of this report.